Event description:
It was reported that the minicap came off from the transfer set when the home patient (hp) was pulling the transfer set out from under the clothing in order to start the therapy. The hp believed that the minicap was loosened during the day causing the minicap to disconnect. The hp did not perform therapy that night. The hp went into the clinic the next day to have the transfer set changed. The hp did not have any issues with other minicaps with the same lot number. The therapy has been going well since the incident. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The root cause of the reported issue cannot be determined based on the information available. Should additional relevant information become available, a supplemental report will be submitted.